Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During t2 scn surgery, mistargeting occurred when inserting most proximal screw. The screw was inserted not using the targeting device.

Manufacturer narrative:
Referring to the product inquiry the proximal target adapter t2 scn is the primary product. No further associated products were reported. The reported instrument was not returned to stryker kiel and the lot code was not provided. However, neither a product inspection nor a review of the product history resp. Inspection records was necessary since the device has not contributed to the reported event. We received the information from the cic japan that the affected device was already inspected in japan and confirmed to be fully functional. Nevertheless, malfunction is usually found during pre-op inspection which is required per IFU. In case any deviations are detected during inspection prior to use the affected / deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied within appropriate time. The stryker osteosynthesis "instructions for cleaning, sterilization, inspection and maintenance" (literature number (B)(4)) help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Reasons for misdrilling are various. Potential causes could be e.g.: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail and nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. Guide wire not removed prior to drilling. Referring to the information that the target device was already inspected and confirmed to be fully functional it can be ascertained that the root cause of the reported event is not device related. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be assumed that the event was mainly based in any of the above conditions during the intra-operative procedure. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 scn surgery, mistargeting occurred when inserting most proximal screw. The screw was inserted not using the targeting device.